Event description:
It was reported that the user experienced a connectivity issue where a dexcom g7 sensor failed to pair to the ilet, and support guided the user to toggle the app setting from g7 to g6 and back and reenter the sensor code, after which the sensor entered pairing mode. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and continued use after troubleshooting. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed that the device entered pairing mode following the steps, indicating successful reinitiation of the pairing process. It was concluded that the issue was related to pairing and was resolved through user-directed troubleshooting without clinical harm.